Event description:
The manufacturer received information alleging a ventilator was missing feet. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the device error log indicated the internal battery had permanently failed. The customer did not want any repairs done to the device. The internal battery was replaced at no charge, the inlet air path assembly and removable air path foam were replaced per remediation. The device passed all tests.